Manufacturer narrative:
Upon receipt at the post-market quality assurance laboratory, the device was thoroughly evaluated. The reported event involved the absence of a visible aiming beam during the procedure, leading the user to switch to an alternate device without patient complications. The investigation confirmed distorted light exiting the connector face due to an internal connector fracture, along with burn marks and a weak aiming beam. This condition can impair targeting accuracy and potentially result in inadequate or misdirected energy delivery; however, the associated risk is low as the issue is detectable and mitigated through existing IFU instructions, which require inspection of the fiber and verification of beam quality prior to use. The failure mode is known, previously documented, and attributed to an expected random component failure rather than a design or manufacturing defect, as supported by DHR and prr reviews. The assigned investigation conclusion code is cause traced to component failure, indicating an expected or random component failure without any design or manufacturing issue. Therefore, no new safety concerns were identified, the clinical impact is minimal with no reported harm, and no escalation is required.

Event description:
It was reported that, during procedure, the aiming beam was not visible. The procedure was completed with another device. There were no patient complications. Analysis of the returned device identified a connector fracture.